Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. It was reported that the pump battery life did not meet the expectations of the user. It was noted that a "low battery" alarm would occur within three hours of installing a new battery. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 04/15/2014 - device evaluation: the pump has been returned and evaluated by product analysis on 03/31/2014 with the following findings:a review of the pump¿s black box history showed that multiple ¿low battery¿ warnings and multiple ¿replace battery¿ alarms were recorded. Evidence of excessive battery usage was observed in the black box history. The pump powered on appropriately using the returned battery cap. The battery cap was able to be fully secured to the pump. No power losses occurred during investigation. The battery compartment was intact; no damage was observed. The pump case was removed and no evidence of moisture or loose components was observed inside the pump. The pump¿s electrical current draws were found to be out of the required specifications. A component on the printed circuit board was removed and the pump electrical current levels returned to specifications. Further investigation revealed that the removed component was defective causing short battery life.